Event description:
The consumer reported using the product for two hrs on her calf. When the patch was removed, the consumer described skin removal and burns resulting in blisters and scars. The consumer visited her doctor's office at some unspecified point in time after the incident.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.